Manufacturer narrative:
A ge service rep performed an on-site investigation. The conductor wiring was repaired and the thyristors were retightened. The system was tested and operates as intended.

Event description:
The customer reported that the system shut down and would not boot up. No pt injury was reported.